Manufacturer narrative:
UDI #: n/a.

Event description:
The user is questioning the "shock advised" notification given during a patient use event. The patient did not survive.

Manufacturer narrative:
(B)(4)